Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #5r; cat#: 5517f502; lot#: ny67a. Tritanium bplate triathlon s6; cat#: 5536b600; lot#: ctd71656. Tritanium patella-asymmetric; cat#: 5552-l-320; lot#: yke31. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available.

Event description:
The patient had a primary r tka on (B)(6) 2022. The patient developed pji and underwent r tka revision on (B)(6) 2022. Only the poly was exchanged. Reported as cors per 14694 knee. The patient develops infection and undergoes new revision with all components exchanged.